Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7002638, medical device expiration date: 2021-12-31, device manufacture date: 2017-01-30; medical device lot #: 7058841, medical device expiration date: 2022-02-28, device manufacture date: 2017-03-13.

Event description:
It was reported that after use a bd luer-lok¿ disposable syringe was found to be causing an increase of non-infectious intraocular inflammation. It is reported medical intervention was given but no further information is available at this time in regards to what medical intervention was provided.

Manufacturer narrative:
Two hundred samples were received in support of this complaint. A batch history record review including a review of all data collected during in process and quality inspection. The batches involved in this complaint meet all acceptable quality levels (aqls), were manufactured and released according to applicable procedures and specifications. Each sample was tested and met usp guideline for medical device. Bd was not able to confirm that the symptom perceived by the customer is linked to bd's process or product. Thus no corrective actions will be taken at this time. Investigation conclusion: unable to determine a root cause.

Event description:
It was reported that after use a bd luer-lok disposable syringe was found to be causing an increase of non-infectious intraocular inflammation. It is reported medical intervention was given but no further information is available at this time in regards to what medical intervention was provided.